Manufacturer narrative:
(B)(4).

Event description:
It was reported that a few premature ventricular contraction were not binned in real time. Programming changes were made. The patient was in good condition.